Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced multiple, intermittent elevated blood glucose (bg) levels ranging between 240-380mg/dl. Correction boluses were delivered to address the bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.